Event description:
Following hallux varus surgery on right foot to correct prior bunionectomy, hammer toe surgery on 2nd toe and repair of torn peroneal brevis, patient experienced necrosis to first and second toes requiring amputation. Patient was seen "3-4 days" post operatively and all 5 toes were cyanotic. Surgeon removed pin in toe to relieve vascular spasm and told patient to stop using cryotherapy. Surgeon performed a sympathectomy 24-48 hours later but 1st and 2nd toes were still cyanotic and eventually had to be amputated. Patient was told to use game ready 3-4 times a day and to watch for any changes to coloration/pain in toes and, if noted, to immediately call the doctor. Patient did not report any problems even when appearing for her post-op visit 3-4 days post operatively. Problem was identified only by treating physician during that visit.

Manufacturer narrative:
This event was identified secondary to a number of telephone conversations with the named podiatric surgeon who was asking about how best to inform his patients of the potential risks associated with the use of cryotherapy. He did not call to report an adverse event. However, over time, as we discussed the materials available to help him advise his patients, he revealed that he had in the past a patient who had cyanotic toes following an extensive surgical procedure to her right foot. The surgeon solicited a consult from a vascular surgeon who believed that the necrosis was likely due to the cryotherapy. The doctor did not report to the dme service provider that there had been a problem with the product or the patient. This device is an asset of a dme service provider. Manufacturer contacted dme provider who serviced this patient and even today has not been advised of a patient injury. Therefore, the same device had been back in service with other patients and there have been no reports of problems with the performance of the device. Therefore, no evaluation was conducted of the device itself. The manufacturer has further confirmed that no complaints involving the above-referenced serial number have been received as of the date of this report.